Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause that led to the malfunctions could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited a sticky grip, a sticky up/down angulation lever plate, an image that wasn't displayed and a display that couldn't move smoothly.